Event description:
It was reported that the surgeon had done a laparotomy incisional hernia repair using composix kugel and salute tack in 2006. The surgeon used our composix kugel with the first generation ring. The following year, the patient came to see the surgeon because of a little lump on his belly that was very painful. The surgeon made an evaluation and decided to operate on the patient one month later. The surgeon found over the mesh in a small pre-peritonial space, a little plastic wire. The doctor took it out and sent it to the lab. It was the whole composix kugel ring that was broken.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.